Manufacturer narrative:
During the phone call with an olympus representative, the customer reported that they have been operating and reprocessing scopes on the device when the efficacy failed. The suspected scopes were also used on patients. The customer was informed that they should be checking the efficacy before each cycle. It was also instructed that every scope that had been run previously, should be rerun again with fresh acecide. The customer agreed to follow the directions and stated that if any additional information is learned, they will call back. If additional information is obtained a supplemental report will be filed. This is 1 out of 3 devices related to the reported event.

Event description:
A user facility called to receive technical support regarding acecide cycles and testing on an endoscope reprocessor. There was no known patient injuries or infections reported. No additional information has been obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: "chapter 3 inspection before use: 3.10 checking the disinfectant solution concentration level prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life." The root cause was traced to the operator not conducting the proper process. It was confirmed the operator did not check the acecide concentration every time before reprocessing the scopes. It was confirmed there is a problem with the disinfectant solutions check in the user facility.